Event description:
An opthalmic surgeon reported that during different surgeries the fluid air exchange function only worked at very high values. Add'l info has been requested but not rec'd to date. This is one of four medical devices reports being filed for the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).